Event description:
It was reported that the surgeon had difficulty seating the tfn because the locking mechanism of the tfn was engaged prior to the start of the procedure. The surgeon explanted the tfn, adjusted the locking mechanism, inspected it for damage (there was no damage found) and then re-implanted the tfn. Surgeon completed the procedure with no further problem. The procedure was extended by approximately 5-8 minutes.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).